Event description:
Report rec'd that during placement, the spinal needle fractured and the tip (approximately 3cm) broke off and remains in the pt. Info regarding the exact placement of the needle and insertion technique was not available. Rptr did not know if there was any difficulty with insertion of the spinal needle. The stylet and introducer were intact. The cesarean section was performed under general anesthesia. The pt is reportedly scheduled for surgical removal of the needle at a future date. Add'l info was requested but was not available at this time. If any relevant info regarding this event becomes available, it will be submitted to the agency.